Manufacturer narrative:
S/w 2.5a on (B)(6) 2021 customer alleged the pump keypad button anomaly, cracked battery cap, scratched case, no delivery alarm, rewind loud/noise anomaly. Unit had esc, act and up unresponsive buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm, rewind loud noise anomaly due to unresponsive button. Unit was testing with test keypad trace all keypad function properly. Unit history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had stripped battery cap coil sot (p), scratched case, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, broken belt clip rail, stained address/serial number label and stained end cap sticker. In summary, unable to verify no delivery alarm, rewind loud noise anomaly due to unresponsive buttons, unresponsive buttons due to corroded keypad traces was confirmed. Unit had stripped battery cap coil slot (p), scratched case, cracked battery tube threads were confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button was not working. Insulin pump had no deliver alarm. Insulin pump had scratches all over the case. Insulin pump's rewind was louder and slower than usual. Battery cap was damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.